Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, as per (B)(6) office, this patient is experiencing difficulties with their hip implant and has had blood tests and MRI. Update: it was reported that the patient had recently complained of pain in hip area. Her MRI was positive and she had a metal level of 5.4. She had some negative tissue that was visible according to (B)(6). (B)(6) extracted the femoral rejuvenate stem after using osteotones and other instruments. He reimplanted a 132 degree stem and matched leg lengths with appropriate implants and liner.